Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain / severe and persistent pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 1995 and (B)(6) 2002)), automobile accident in 2005, fall (2001 and 2010), breast reduction, allergy, chickenpox, anemia, breast operation, cervical cancer, cryotherapy in 1997, varicella, osteoarthritis, fracture of spine, wisdom teeth removal in 1998, breast reduction on (B)(6) 2011, colposcopy in 1997, breast operation and ex-smoker (quite on (B)(6) 2005). Previously administered products included for birth control: iud from 2003 to 2011; for an unreported indication: ibuprofen. Concurrent conditions included obesity, endometrial biopsy, sacroiliitis, vitamin d deficiency, depression, insomnia, cold symptoms, egg allergy (hives), allergy to metals (rash) and alcohol use. Family history included autoimmune disorder (son), mental disorder (sister and brother), drug abuse (sister and brother-), anemia (mother), hypoglycaemic attack (father), breast cancer (paternal grandmother), bipolar disorder (mother), diabetes (mother), blood pressure high (mother) and schizophrenia (sister). Concomitant products included trazodone for anxiety as well as bupropion (wellbutrin) and ibuprofen (ibuprofen al). In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), breast tenderness ("breast tenderness") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction / nickel allergy") with urticaria and rash, dermatitis ("dermatitis") and eczema ("eczema,"). In 2012, the patient experienced abdominal distension ("bloating 3 weeks per month"), vision blurred ("hazy"), feeling abnormal ("foggy memory"), anger ("short tempered") and emotional disorder ("emotional"). In 2013, the patient experienced arthralgia ("joint pain / pain in knees / hip pain / severe and persistent pain in wrist"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), food allergy ("developed food additive allergies"), swelling ("swelling"), abdominal pain lower ("cramping"), back pain ("pain in back"), neck pain ("pain in neck"), pain in extremity ("severe and persistent pain in hands"), abdominal pain ("abdominal pain") and hypersensitivity ("systemic allergic reaction "). The patient was treated with surgery (full hysterectomy with salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, arthralgia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, food allergy, abdominal pain lower, vision blurred, feeling abnormal, anger, dermatitis, eczema, vaginal discharge, weight increased, back pain, neck pain, pain in extremity and hypersensitivity outcome was unknown and the dyspareunia, alopecia, breast tenderness, swelling, abdominal distension, emotional disorder and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anger, arthralgia, back pain, breast tenderness, dermatitis, dysmenorrhoea, dyspareunia, eczema, emotional disorder, fatigue, feeling abnormal, female sexual dysfunction, food allergy, hypersensitivity, menorrhagia, neck pain, pain in extremity, pelvic pain, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. On (B)(6) 2011, dye test result showed essure blocked successfully. On (B)(6) 2015, us test showed, essure inserts are in expected positions. On (B)(6) 2015, uterus, cervix, and bilateral fallopian tubes: the uterus and cervix are 81 grams, 7.5 cm fundus to cervical opening, 4.5 cm cornu to cornu, and 4.3 cm right to left. The cervix is 3.2 cm long by 3.6 cm in diameter. The uterine serosa is pale tan and smooth, with no adhesions. The ectocervical mucosa is pale tan-red, minimally hyperemic, and smooth. The endometrium is red, congested, uniform, and 0.2 cm thick. The myometrium is tan-red, moderately trabeculated to focally nodular and firm, with no well defined nodular mass or lesion, and 1.8 cm thick. The right fallopian tube is 6 cm long by 0.6 cm in diameter, with opened fimbria and a 1.4 cm semitranslucent paratubal cyst adjacent to the fimbria. The left fallopian tube is 5.1 cm long by 0.5 cm in diameter, with opened fimbria. The proximal 1 cm of each fallopian tube contains a 0.2 cm in diameter metal coil. Anterior cervix, longitudinal section, right fallopian tube, and right paratubal cyst (fimbria entirely submitted); a2 - posterior cervix, longitudinal section, left fallopian tube (fimbria entirely submitted); a3 - anterior endomyometrium; a4 ¿ posterior endomyometrium to include poorly defined nodular myometrium. On (B)(6) 2015, pregnancy test was negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:hypersensitivity¿. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 1-feb-2018: pfs received - case upgraded as incident. New events, "abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), allergic or hypersensitivity reaction / nickel allergy, joint pain, rash, hives, apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea, dyspareunia (painful sexual intercourse), fatigue, developed food additive allergies, hair loss, breast tenderness, swelling, cramping, bloating 3 weeks per month, hazy, foggy memory, short tempered, emotional, dermatitis, vaginal discharge, pain in back, pain in neck, severe and persistent pain in hands, abdominal pain" were added. New reporter were added. Historical and concomitant condition and treatment medication and family history were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain / severe and persistent pain") in a 40-year-old female patient who had essure (batch no. 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (((B)(6) 1995 and (B)(6) 2002)), automobile accident in 2005, fall (2001 and 2010), breast reduction, allergy, chickenpox, anemia, breast operation, cervical cancer, cryotherapy in 1997, varicella, osteoarthritis, fracture of spine, wisdom teeth removal in 1998, breast reduction on (B)(6) 2011, colposcopy in 1997, breast operation and ex-smoker (quite on (B)(6) 2005). Surgical pathological report, (B)(6) 2015: uterus including cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - uterine cervix with no diagnostic alterations - uterine corpus with benign non-secretory endometrium and adenomyosis. - bilateral fallopian tubes with para tubal cyst on (B)(6) 2015, uterus, cervix, and bilateral fallopian tubes: the uterus and cervix are 81 grams, 7.5 cm fundus to cervical opening, 4.5 cm cornu to cornu, and 4.3 cm right to left. The cervix is 3.2 cm long by 3.6 cm in diameter. The uterine serosa is pale tan and smooth, with no adhesions. The ectocervical mucosa is pale tanred, minimally hyperemic, and smooth. 2. The endometrium is red, congested, uniform, and 0.2 cm thick. The myometrium is tan-red, moderately trabeculated to focally nodular and firm, with no well defined nodular mass or lesion, and 1.8 cm thick. The right fallopian tube is 6 cm long by 0.6 cm in diameter, with opened fimbria and a 1.4 cm semitranslucent paratubal cyst adjacent to the fimbria. The left fallopian tube is 5.1 cm long by 0.5 cm in diameter, with opened fimbria. The proximal 1 cm of each fallopian tube contains a 0.2 cm in diameter metal coil. 3. 1 - anterior cervix, longitudinal section, right fallopian tube, and right paratubal cyst (fimbria entirely submitted); a2 - posterior cervix, longitudinal section, left fallopian tube (fimbria entirely submitted); a3 - anterior endomyometrium; a4 ¿ posterior endomyometrium to include poorly defined nodular myometrium. Previously administered products included for birth control: iud from 2003 to 2011; for an unreported indication: ibuprofen. Concurrent conditions included obesity, endometrial biopsy, sacroiliitis, vitamin d deficiency, depression, insomnia, cold symptoms, egg allergy (hives), allergy to metals (rash), alcohol use, retroverted uterus and coital bleeding. Family history included autoimmune disorder (son), mental disorder (sister and brother), drug abuse (sister and brother-), anemia (mother), hypoglycaemic attack (father), breast cancer (paternal grandmother), bipolar disorder (mother), diabetes (mother), blood pressure high (mother) and schizophrenia (sister). Concomitant products included trazodone for anxiety as well as bupropion hydrochloride (wellbutrin) and ibuprofen (ibuprofen al). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), breast tenderness ("breast tenderness/ hormonal changes- breas"), swelling ("swelling"), abdominal pain lower ("cramping"), abdominal distension ("bloating 3 weeks per month") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction / nickel allergy") with urticaria and dermatitis allergic, arthralgia ("joint pain / pain in knees / hip pain / severe and persistent pain in wrist"), reaction to food additive ("developed food additive allergies"), dermatitis ("dermatitis") and eczema ("eczema,"). In 2012, the patient experienced vision blurred ("psychological or psychiatric problems-hazy"), feeling abnormal ("psychological or psychiatric problems-foggy memory"), anger ("psychological or psychiatric problems-short tempered") and emotional disorder ("psychological or psychiatric problems-emotional"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2014, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced back pain ("pain in back"), neck pain ("pain in neck"), pain in extremity ("severe and persistent pain in hands"), abdominal pain ("abdominal pain"), hypersensitivity ("systemic allergic reaction"), somnolence ("kinda sleepy"), hypoaesthesia ("my hands keep going numb") and pain ("body pain"). The patient was treated with hcg diet 4 or 5 times, surgery (full hysterectomy with salpingectomy), ultrasound and surgery, creams and lotions and extraction. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, arthralgia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, reaction to food additive, abdominal pain lower, vision blurred, feeling abnormal, anger, dermatitis, eczema, vaginal discharge, weight increased, back pain, neck pain, pain in extremity, hypersensitivity, somnolence, fibromyalgia and pain outcome was unknown and the dyspareunia, alopecia, breast tenderness, swelling, abdominal distension, emotional disorder and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anger, arthralgia, back pain, breast tenderness, dermatitis, dysmenorrhoea, dyspareunia, eczema, emotional disorder, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, hypersensitivity, hypoaesthesia, menorrhagia, neck pain, pain, pain in extremity, pelvic pain, reaction to food additive, somnolence, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: blocked successfully.. Pregnancy test - on (B)(6) 2015: negative. Ultrasound scan - on (B)(6) 2015: retroverted, measuring 6.8 x 2.8 x 5.7 cm. Volume is 57 ml. Endometrium: 5 mm. Right ovary: normal in size and echogenicity. The right ovary measures 3.4 x 1.8 x 2 cm. Ovarian volume is 6.4 ml. Left ovary: normal in size and echogenicity. The left ovary measures 2.4 x 1.1 x 2 cm. Ovarian volume is 2.9 ml. Free fluid: no significant free fluid. Limited transabdominal evaluation of the kidneys is normal. Anterior hyperechoic structures are seen in the bilateral adnexal regions, consistent with essure inserts. These are in expected positions. Impression: essure inserts are in expected positions.; on (B)(6) 2015: essure inserts are in expected positions.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:hypersensitivity ¿ concerning the injuries reported in this case, the following ones were reported via social media: sleepy.numb. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Reporters added. Lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain / severe and persistent pain") in a 40-year-old female patient who had essure (batch no. 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (((B)(6) 1995 and (B)(6) 2002)), automobile accident in 2005, fall (2001 and 2010), breast reduction, allergy, chickenpox, anemia, breast operation, cervical cancer, cryotherapy in 1997, varicella, osteoarthritis, fracture of spine, wisdom teeth removal in 1998, breast reduction on (B)(6) 2011, colposcopy in 1997, breast operation and ex-smoker (quite on (B)(6) 2005). Surgical pathological report, (B)(6) 2015: uterus including cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - uterine cervix with no diagnostic alterations - uterine corpus with benign non-secretory endometrium and adenomyosis. - bilateral fallopian tubes with para tubal cyst on (B)(6) 2015, uterus, cervix, and bilateral fallopian tubes: the uterus and cervix are 81 grams, 7.5 cm fundus to cervical opening, 4.5 cm cornu to cornu, and 4.3 cm right to left. The cervix is 3.2 cm long by 3.6 cm in diameter. The uterine serosa is pale tan and smooth, with no adhesions. The ectocervical mucosa is pale tanred, minimally hyperemic, and smooth. 2. The endometrium is red, congested, uniform, and 0.2 cm thick. The myometrium is tan-red, moderately trabeculated to focally nodular and firm, with no well defined nodular mass or lesion, and 1.8 cm thick. The right fallopian tube is 6 cm long by 0.6 cm in diameter, with opened fimbria and a 1.4 cm semitranslucent paratubal cyst adjacent to the fimbria. The left fallopian tube is 5.1 cm long by 0.5 cm in diameter, with opened fimbria. The proximal 1 cm of each fallopian tube contains a 0.2 cm in diameter metal coil. 3. 1 - anterior cervix, longitudinal section, right fallopian tube, and right paratubal cyst (fimbria entirely submitted); a2 - posterior cervix, longitudinal section, left fallopian tube (fimbria entirely submitted); a3 - anterior endomyometrium; a4 ¿ posterior endomyometrium to include poorly defined nodular myometrium. Previously administered products included for birth control: iud from 2003 to 2011; for an unreported indication: ibuprofen. Concurrent conditions included obesity, endometrial biopsy, sacroiliitis, vitamin d deficiency, depression, insomnia, cold symptoms, egg allergy (hives), allergy to metals (rash), alcohol use, retroverted uterus and coital bleeding. Family history included autoimmune disorder (son), mental disorder (sister and brother), drug abuse (sister and brother-), anemia (mother), hypoglycaemic attack (father), breast cancer (paternal grandmother), bipolar disorder (mother), diabetes (mother), blood pressure high (mother) and schizophrenia (sister). Concomitant products included trazodone for anxiety as well as bupropion hydrochloride (wellbutrin) and ibuprofen (ibuprofen al). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), breast tenderness ("breast tenderness/ hormonal changes- breas"), swelling ("swelling"), abdominal pain lower ("cramping"), abdominal distension ("bloating 3 weeks per month") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction / nickel allergy") with urticaria and dermatitis allergic, arthralgia ("joint pain / pain in knees / hip pain / severe and persistent pain in wrist"), reaction to food additive ("developed food additive allergies"), dermatitis ("dermatitis") and eczema ("eczema,"). In 2012, the patient experienced vision blurred ("psychological or psychiatric problems-hazy"), feeling abnormal ("psychological or psychiatric problems-foggy memory"), anger ("psychological or psychiatric problems-short tempered") and emotional disorder ("psychological or psychiatric problems-emotional"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2014, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced back pain ("pain in back"), neck pain ("pain in neck"), pain in extremity ("severe and persistent pain in hands"), abdominal pain ("abdominal pain"), hypersensitivity ("systemic allergic reaction"), somnolence ("kinda sleepy"), hypoaesthesia ("my hands keep going numb") and pain ("body pain"). The patient was treated with hcg diet 4 or 5 times, surgery (full hysterectomy with salpingectomy), ultrasound and surgery, creams and lotions and extraction. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, arthralgia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, reaction to food additive, abdominal pain lower, vision blurred, feeling abnormal, anger, dermatitis, eczema, vaginal discharge, weight increased, back pain, neck pain, pain in extremity, hypersensitivity, somnolence, fibromyalgia and pain outcome was unknown and the dyspareunia, alopecia, breast tenderness, swelling, abdominal distension, emotional disorder and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anger, arthralgia, back pain, breast tenderness, dermatitis, dysmenorrhoea, dyspareunia, eczema, emotional disorder, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, hypersensitivity, hypoaesthesia, menorrhagia, neck pain, pain, pain in extremity, pelvic pain, reaction to food additive, somnolence, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: blocked successfully.. Pregnancy test - on (B)(6) 2015: negative. Ultrasound scan - on (B)(6) 2015: retroverted, measuring 6.8 x 2.8 x 5.7 cm. Volume is 57 ml. Endometrium: 5 mm. Right ovary: normal in size and echogenicity. The right ovary measures 3.4 x 1.8 x 2 cm. Ovarian volume is 6.4 ml. Left ovary: normal in size and echogenicity. The left ovary measures 2.4 x 1.1 x 2 cm. Ovarian volume is 2.9 ml. Free fluid: no significant free fluid. Limited transabdominal evaluation of the kidneys is normal. Anterior hyperechoic structures are seen in the bilateral adnexal regions, consistent with essure inserts. These are in expected positions. Impression: essure inserts are in expected positions.; on (B)(6) 2015: essure inserts are in expected positions.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:hypersensitivity ¿ concerning the injuries reported in this case, the following ones were reported via social media: sleepy.numb. Lot number:789028 manufacture date: 2010-10,expiration date: 2013-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA on 10-jan-2017. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / severe and persistent pain/ pelvic pain usually on left side (hurts to stand, lie down, sit)') in a 40-year-old female patient who had essure (batch no. 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction on (B)(6) 2011, automobile accident in 2005, wisdom teeth removal in 1998, cryotherapy in 1997, colposcopy in 1997, multigravida, parity 2 ((29-jan-1995 and (B)(6) 2002)), fall (2001 and 2010), breast reduction, allergy, chickenpox, anemia, breast operation, cervical cancer, varicella, osteoarthritis, fracture of spine, breast operation and ex-smoker (quite on (B)(6) 2005). Surgical pathological report, (B)(6) 2015: uterus including cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - uterine cervix with no diagnostic alterations - uterine corpus with benign non-secretory endometrium and adenomyosis. - bilateral fallopian tubes with para tubal cyst on (B)(6) 2015, uterus, cervix, and bilateral fallopian tubes: the uterus and cervix are 81 grams, 7.5 cm fundus to cervical opening, 4.5 cm cornu to cornu, and 4.3 cm right to left. The cervix is 3.2 cm long by 3.6 cm in diameter. The uterine serosa is pale tan and smooth, with no adhesions. The ectocervical mucosa is pale tanred, minimally hyperemic, and smooth. 2. The endometrium is red, congested, uniform, and 0.2 cm thick. The myometrium is tan-red, moderately trabeculated to focally nodular and firm, with no well defined nodular mass or lesion, and 1.8 cm thick. The right fallopian tube is 6 cm long by 0.6 cm in diameter, with opened fimbria and a 1.4 cm semitranslucent paratubal cyst adjacent to the fimbria. The left fallopian tube is 5.1 cm long by 0.5 cm in diameter, with opened fimbria. The proximal 1 cm of each fallopian tube contains a 0.2 cm in diameter metal coil. 3. 1 - anterior cervix, longitudinal section, right fallopian tube, and right paratubal cyst (fimbria entirely submitted); a2 - posterior cervix, longitudinal section, left fallopian tube (fimbria entirely submitted); a3 - anterior endomyometrium; a4 ¿ posterior endomyometrium to include poorly defined nodular myometrium. Previously administered products included for birth control: iud from 2003 to 2011; for an unreported indication: ibuprofen. Concurrent conditions included obesity, endometrial biopsy, sacroiliitis, vitamin d deficiency, depression, insomnia, cold symptoms, egg allergy (hives), allergy to metals (rash), alcohol use, retroverted uterus and coital bleeding. Family history included autoimmune disorder (son), mental disorder (sister and brother), drug abuse (sister and brother-), anemia (mother), hypoglycaemic attack (father), breast cancer (paternal grandmother), bipolar disorder (mother), diabetes (mother), blood pressure high (mother) and schizophrenia (sister). Concomitant products included trazodone for anxiety as well as bupropion hydrochloride (wellbutrin) and ibuprofen (ibuprofen al). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ severe menstrual symptoms including heavy flow, large clots"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe pelvic pain with menstruation"), breast tenderness ("breast tenderness/ hormonal changes- breas"), swelling ("swelling"), abdominal pain lower ("cramping"), bloating ("bloating 3 weeks per month") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction / nickel allergy") with urticaria and dermatitis allergic, arthralgia ("joint pain / pain in knees / hip pain / severe and persistent pain in wrist"), reaction to food additive ("developed food additive allergies"), dermatitis ("dermatitis") and eczema ("eczema,"). In 2012, the patient experienced vision blurred ("psychological or psychiatric problems-hazy"), feeling abnormal ("psychological or psychiatric problems-foggy memory"), anger ("psychological or psychiatric problems-short tempered") and emotional disorder ("psychological or psychiatric problems-emotional"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("do not have sex with my husband due to the pain it causes") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ unexplained weight gain"). In 2014, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced back pain ("pain in back"), neck pain ("pain in neck"), pain in extremity ("severe and persistent pain in hands"), abdominal pain ("abdominal pain"), hypersensitivity ("systemic allergic reaction"), somnolence ("kinda sleepy"), hypoaesthesia ("my hands keep going numb"), pain ("body pain"), ovulation pain ("severe pelvic pain with ovulation"), constipation ("constipation"), flatulence ("gas"), hyperhidrosis ("sweating"), insomnia ("having difficulty sleeping at night"), pruritus ("severe hives all over my body that sometimes ooze clear fluid and itch like crazy"), uterine spasm ("spasms in my uterus/tubes"), fallopian tube spasm ("spasms in my uterus/tubes") and distension nos ("its definately e belly"). The patient was treated with hcg diet 4 or 5 times, surgery (full hysterectomy with salpingectomy), ultrasound and surgery, creams and lotions and extraction. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, arthralgia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, reaction to food additive, abdominal pain lower, vision blurred, feeling abnormal, anger, dermatitis, eczema, vaginal discharge, weight increased, back pain, neck pain, pain in extremity, hypersensitivity, somnolence, fibromyalgia, pain, ovulation pain, constipation, flatulence, hyperhidrosis, insomnia, pruritus, uterine spasm, fallopian tube spasm and distension nos outcome was unknown and the dyspareunia, alopecia, breast tenderness, swelling, bloating, emotional disorder and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anger, arthralgia, back pain, bloating, breast tenderness, constipation, dermatitis, dysmenorrhoea, dyspareunia, eczema, emotional disorder, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, flatulence, hyperhidrosis, hypersensitivity, hypoaesthesia, insomnia, menorrhagia, neck pain, ovulation pain, pain, pain in extremity, pelvic pain, pruritus, reaction to food additive, somnolence, swelling, tooth disorder, uterine spasm, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and distension nos to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: blocked successfully. Pregnancy test - on (B)(6) 2015: negative. Ultrasound scan - on (B)(6) 2015: retroverted, measuring 6.8 x 2.8 x 5.7 cm. Volume is 57 ml. Endometrium: 5 mm. Right ovary: normal in size and echogenicity. The right ovary measures 3.4 x 1.8 x 2 cm. Ovarian volume is 6.4 ml. Left ovary: normal in size and echogenicity. The left ovary measures 2.4 x 1.1 x 2 cm. Ovarian volume is 2.9 ml. Free fluid: no significant free fluid. Limited transabdominal evaluation of the kidneys is normal. Anterior hyperechoic structures are seen in the bilateral adnexal regions, consistent with essure inserts. These are in expected positions. Impression: essure inserts are in expected positions.; on (B)(6) 2015: essure inserts are in expected positions. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:hypersensitivity ¿ concerning the injuries reported in this case, the following ones were reported via social media: sleepy.numb. Lot number:789028 manufacture date:2010-10,expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. New reporter and new event distension nos were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain / severe and persistent pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6)1995 and (B)(6)2002)), automobile accident in (B)(6), fall (B)(6) and (B)(6), breast reduction, allergy, chickenpox, anemia, breast operation, cervical cancer, cryotherapy in (B)(6), varicella, osteoarthritis, fracture of spine, wisdom teeth removal in (B)(6), breast reduction on (B)(6)2011, colposcopy in 1997, breast operation and ex-smoker (quite on (B)(6)2005). Previously administered products included for birth control: iud from 2003 to 2011; for an unreported indication: ibuprofen. Concurrent conditions included obesity, endometrial biopsy, sacroiliitis, vitamin d deficiency, depression, insomnia, cold symptoms, egg allergy (hives), allergy to metals (rash), alcohol use, retroverted uterus and coital bleeding. Family history included autoimmune disorder (son), mental disorder (sister and brother), drug abuse (sister and brother-), anemia (mother), hypoglycaemic attack (father), breast cancer (paternal grandmother), bipolar disorder (mother), diabetes (mother), blood pressure high (mother) and schizophrenia (sister). Concomitant products included trazodone for anxiety as well as bupropion (wellbutrin) and ibuprofen (ibuprofen al). In (B)(6)2011, the patient had essure inserted. In (B)(6), the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), breast tenderness ("breast tenderness") and vaginal discharge ("vaginal discharge"). In (B)(6)2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction / nickel allergy") with urticaria and rash, dermatitis ("dermatitis") and eczema ("eczema,"). In (B)(6), the patient experienced abdominal distension ("bloating 3 weeks per month"), vision blurred ("hazy"), feeling abnormal ("foggy memory"), anger ("short tempered") and emotional disorder ("emotional"). In (B)(6), the patient experienced arthralgia ("joint pain / pain in knees / hip pain / severe and persistent pain in wrist"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In (B)(6), the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6), the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), reaction to food additive ("developed food additive allergies"), swelling ("swelling"), abdominal pain lower ("cramping"), back pain ("pain in back"), neck pain ("pain in neck"), pain in extremity ("severe and persistent pain in hands"), abdominal pain ("abdominal pain"), hypersensitivity ("systemic allergic reaction"), somnolence ("kinda sleepy") and hypoaesthesia ("my hands keep going numb"). The patient was treated with surgery (full hysterectomy with salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, arthralgia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, reaction to food additive, abdominal pain lower, vision blurred, feeling abnormal, anger, dermatitis, eczema, vaginal discharge, weight increased, back pain, neck pain, pain in extremity, hypersensitivity and somnolence outcome was unknown and the dyspareunia, alopecia, breast tenderness, swelling, abdominal distension, emotional disorder and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anger, arthralgia, back pain, breast tenderness, dermatitis, dysmenorrhoea, dyspareunia, eczema, emotional disorder, fatigue, feeling abnormal, female sexual dysfunction, hypersensitivity, menorrhagia, neck pain, pain in extremity, pelvic pain, reaction to food additive, somnolence, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. On (B)(6)2011, dye test result showed essure blocked successfully. On (B)(6)2015, us test showed, essure inserts are in expected positions. On (B)(6)2015, uterus, cervix, and bilateral fallopian tubes: the uterus and cervix are 81 grams, 7.5 cm fundus to cervical opening, 4.5 cm cornu to cornu, and 4.3 cm right to left. The cervix is 3.2 cm long by 3.6 cm in diameter. The uterine serosa is pale tan and smooth, with no adhesions. The ectocervical mucosa is pale tanred, minimally hyperemic, and smooth. 2. The endometrium is red, congested, uniform, and 0.2 cm thick. The myometrium is tan-red, moderately trabeculated to focally nodular and firm, with no well defined nodular mass or lesion, and 1.8 cm thick. The right fallopian tube is 6 cm long by 0.6 cm in diameter, with opened fimbria and a 1.4 cm semitranslucent paratubal cyst adjacent to the fimbria. The left fallopian tube is 5.1 cm long by 0.5 cm in diameter, with opened fimbria. The proximal 1 cm of each fallopian tube contains a 0.2 cm in diameter metal coil. 3. 1 - anterior cervix, longitudinal section, right fallopian tube, and right paratubal cyst (fimbria entirely submitted); a2 - posterior cervix, longitudinal section, left fallopian tube (fimbria entirely submitted); a3 - anterior endomyometrium; a4 ¿ posterior endomyometrium to include poorly defined nodular myometrium. On (B)(6)2015, pregnancy test was negative. Ultrasound,(B)(6)2015: findings: uterus: retroverted, measuring 6.8 x 2.8 x 5.7 cm. Volume is 57 ml. Endometrium: 5 mm. Right ovary: normal in size and echogenicity. The right ovary measures 3.4 x 1.8 x 2 cm. Ovarian volume is 6.4 ml. Left ovary: normal in size and echogenicity. The left ovary measures 2.4 x 1.1 x 2 cm. Ovarian volume is 2.9 ml. Free fluid: no significant free fluid. Limited transabdominal evaluation of the kidneys is normal. Anterior hyperechoic structures are seen in the bilateral adnexal regions, consistent with essure inserts. These are in expected positions. Impression: essure inserts are in expected positions. Surgical pathological report, (B)(6)2015: uterus including cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - uterine cervix with no diagnostic alterations - uterine corpus with benign non-secretory endometrium and adenomyosis. - bilateral fallopian tubes with para tubal cyst ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:hypersensitivity ¿ concerning the injuries reported in this case, the following ones were reported via social media: sleepy.numb. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6)2018: social media post received: reporter's information were updated. Events added: sleepy and numb. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain / severe and persistent pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 1995 and (B)(6) 2002)), automobile accident in 2005, fall (2001 and 2010), breast reduction, allergy, chickenpox, anemia, breast operation, cervical cancer, cryotherapy in 1997, varicella, osteoarthritis, fracture of spine, wisdom teeth removal in 1998, breast reduction on (B)(6) 2011, colposcopy in 1997, breast operation and ex-smoker (quite on (B)(6) 2005). Previously administered products included for birth control: iud from 2003 to 2011; for an unreported indication: ibuprofen. Concurrent conditions included obesity, endometrial biopsy, sacroiliitis, vitamin d deficiency, depression, insomnia, cold symptoms, egg allergy (hives), allergy to metals (rash), alcohol use, retroverted uterus and coital bleeding. Family history included autoimmune disorder (son), mental disorder (sister and brother), drug abuse (sister and brother-), anemia (mother), hypoglycaemic attack (father), breast cancer (paternal grandmother), bipolar disorder (mother), diabetes (mother), blood pressure high (mother) and schizophrenia (sister). Concomitant products included trazodone for anxiety as well as bupropion (wellbutrin) and ibuprofen (ibuprofen al). In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), breast tenderness ("breast tenderness/ hormonal changes- breas") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction / nickel allergy") with urticaria and rash, dermatitis ("dermatitis") and eczema ("eczema,"). In 2012, the patient experienced abdominal distension ("bloating 3 weeks per month"), vision blurred ("hazy"), feeling abnormal ("foggy memory"), anger ("short tempered") and emotional disorder ("emotional"). In 2013, the patient experienced arthralgia ("joint pain / pain in knees / hip pain / severe and persistent pain in wrist"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), reaction to food additive ("developed food additive allergies"), swelling ("swelling"), abdominal pain lower ("cramping"), back pain ("pain in back"), neck pain ("pain in neck"), pain in extremity ("severe and persistent pain in hands"), abdominal pain ("abdominal pain"), hypersensitivity ("systemic allergic reaction"), somnolence ("kinda sleepy"), hypoaesthesia ("my hands keep going numb"), fibromyalgia ("fibromyalgia") and pain ("body pain"). The patient was treated with surgery (full hysterectomy with salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, arthralgia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, reaction to food additive, abdominal pain lower, vision blurred, feeling abnormal, anger, dermatitis, eczema, vaginal discharge, weight increased, back pain, neck pain, pain in extremity, hypersensitivity, somnolence, fibromyalgia and pain outcome was unknown and the dyspareunia, alopecia, breast tenderness, swelling, abdominal distension, emotional disorder and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anger, arthralgia, back pain, breast tenderness, dermatitis, dysmenorrhoea, dyspareunia, eczema, emotional disorder, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, hypersensitivity, hypoaesthesia, menorrhagia, neck pain, pain, pain in extremity, pelvic pain, reaction to food additive, somnolence, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. On (B)(6) 2011, dye test result showed essure blocked successfully. On (B)(6) 2015, us test showed, essure inserts are in expected positions. On (B)(6) 2015, uterus, cervix, and bilateral fallopian tubes: the uterus and cervix are 81 grams, 7.5 cm fundus to cervical opening, 4.5 cm cornu to cornu, and 4.3 cm right to left. The cervix is 3.2 cm long by 3.6 cm in diameter. The uterine serosa is pale tan and smooth, with no adhesions. The ectocervical mucosa is pale tanred, minimally hyperemic, and smooth. 2. The endometrium is red, congested, uniform, and 0.2 cm thick. The myometrium is tan-red, moderately trabeculated to focally nodular and firm, with no well defined nodular mass or lesion, and 1.8 cm thick. The right fallopian tube is 6 cm long by 0.6 cm in diameter, with opened fimbria and a 1.4 cm semitranslucent paratubal cyst adjacent to the fimbria. The left fallopian tube is 5.1 cm long by 0.5 cm in diameter, with opened fimbria. The proximal 1 cm of each fallopian tube contains a 0.2 cm in diameter metal coil. 3. 1 - anterior cervix, longitudinal section, right fallopian tube, and right paratubal cyst (fimbria entirely submitted); a2 - posterior cervix, longitudinal section, left fallopian tube (fimbria entirely submitted); a3 - anterior endomyometrium; a4 ¿ posterior endomyometrium to include poorly defined nodular myometrium. On (B)(6) 2015, pregnancy test was negative. Ultrasound,(B)(6) 2015: findings: uterus: retroverted, measuring 6.8 x 2.8 x 5.7 cm. Volume is 57 ml. Endometrium: 5 mm. Right ovary: normal in size and echogenicity. The right ovary measures 3.4 x 1.8 x 2 cm. Ovarian volume is 6.4 ml. Left ovary: normal in size and echogenicity. The left ovary measures 2.4 x 1.1 x 2 cm. Ovarian volume is 2.9 ml. Free fluid: no significant free fluid. Limited transabdominal evaluation of the kidneys is normal. Anterior hyperechoic structures are seen in the bilateral adnexal regions, consistent with essure inserts. These are in expected positions. Impression: essure inserts are in expected positions. Surgical pathological report, (B)(6) 2015: uterus including cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - uterine cervix with no diagnostic alterations - uterine corpus with benign non-secretory endometrium and adenomyosis. - bilateral fallopian tubes with para tubal cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:hypersensitivity ¿ concerning the injuries reported in this case, the following ones were reported via social media: sleepy. Numb. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Events added: fibromyalgia and body pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA on 10-jan-2017. The most recent information was received on 26-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / severe and persistent pain/ pelvic pain usually on left side (hurts to stand, lie down, sit)') in a 40-year-old female patient who had essure (batch no. 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction on (B)(6) 2011, automobile accident in 2005, wisdom teeth removal in 1998, cryotherapy in 1997, colposcopy in 1997, multigravida, parity 2 ((B)(6) 1995 and (B)(6) 2002)), fall (2001 and 2010), breast reduction, allergy, chickenpox, anemia, breast operation, cervical cancer, varicella, osteoarthritis, fracture of spine, breast operation and ex-smoker (quit on (B)(6) 2005). Surgical pathological report, (B)(6) 2015: uterus including cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - uterine cervix with no diagnostic alterations - uterine corpus with benign non-secretory endometrium and adenomyosis. - bilateral fallopian tubes with para tubal cyst. On (B)(6) 2015, uterus, cervix, and bilateral fallopian tubes: the uterus and cervix are 81 grams, 7.5 cm fundus to cervical opening, 4.5 cm cornu to cornu, and 4.3 cm right to left. The cervix is 3.2 cm long by 3.6 cm in diameter. The uterine serosa is pale tan and smooth, with no adhesions. The ectocervical mucosa is pale tan red, minimally hyperemic, and smooth. 2. The endometrium is red, congested, uniform, and 0.2 cm thick. The myometrium is tan-red, moderately trabeculated to focally nodular and firm, with no well defined nodular mass or lesion, and 1.8 cm thick. The right fallopian tube is 6 cm long by 0.6 cm in diameter, with opened fimbria and a 1.4 cm semitranslucent paratubal cyst adjacent to the fimbria. The left fallopian tube is 5.1 cm long by 0.5 cm in diameter, with opened fimbria. The proximal 1 cm of each fallopian tube contains a 0.2 cm in diameter metal coil. 3. 1 - anterior cervix, longitudinal section, right fallopian tube, and right paratubal cyst (fimbria entirely submitted); a2 - posterior cervix, longitudinal section, left fallopian tube (fimbria entirely submitted); a3 - anterior endomyometrium; a4 ¿ posterior endomyometrium to include poorly defined nodular myometrium. Previously administered products included for birth control: iud from 2003 to 2011; for an unreported indication: ibuprofen. Concurrent conditions included obesity, endometrial biopsy, sacroiliitis, vitamin d deficiency, depression, insomnia, cold symptoms, egg allergy (hives), allergy to metals (rash), alcohol use, retroverted uterus and coital bleeding. Family history included autoimmune disorder (son), mental disorder (sister and brother), drug abuse (sister and brother-), anemia (mother), hypoglycaemic attack (father), breast cancer (paternal grandmother), bipolar disorder (mother), diabetes (mother), blood pressure high (mother) and schizophrenia (sister). Concomitant products included trazodone for anxiety as well as bupropion hydrochloride (wellbutrin) and ibuprofen (ibuprofen al). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ severe menstrual symptoms including heavy flow, large clots"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe pelvic pain with menstruation"), breast tenderness ("breast tenderness/ hormonal changes- breast"), swelling ("swelling"), abdominal pain lower ("cramping"), abdominal distension ("bloating 3 weeks per month") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction / nickel allergy") with urticaria and dermatitis allergic, arthralgia ("joint pain / pain in knees / hip pain / severe and persistent pain in wrist"), reaction to food additive ("developed food additive allergies"), dermatitis ("dermatitis") and eczema ("eczema,"). In 2012, the patient experienced vision blurred ("psychological or psychiatric problems-hazy"), feeling abnormal ("psychological or psychiatric problems-foggy memory"), anger ("psychological or psychiatric problems-short tempered") and emotional disorder ("psychological or psychiatric problems-emotional"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("do not have sex with my husband due to the pain it causes") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ unexplained weight gain"). In 2014, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced back pain ("pain in back"), neck pain ("pain in neck"), pain in extremity ("severe and persistent pain in hands"), abdominal pain ("abdominal pain"), hypersensitivity ("systemic allergic reaction"), somnolence ("kinda sleepy"), hypoaesthesia ("my hands keep going numb"), pain ("body pain"), ovulation pain ("severe pelvic pain with ovulation"), constipation ("constipation"), flatulence ("gas"), hyperhidrosis ("sweating"), insomnia ("having difficulty sleeping at night"), pruritus ("severe hives all over my body that sometimes ooze clear fluid and itch like crazy"), uterine spasm ("spasms in my uterus/tubes") and fallopian tube spasm ("spasms in my uterus/tubes"). The patient was treated with hcg diet 4 or 5 times, surgery (full hysterectomy with salpingectomy), ultrasound and surgery, creams and lotions and extraction. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, arthralgia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, reaction to food additive, abdominal pain lower, vision blurred, feeling abnormal, anger, dermatitis, eczema, vaginal discharge, weight increased, back pain, neck pain, pain in extremity, hypersensitivity, somnolence, fibromyalgia, pain, ovulation pain, constipation, flatulence, hyperhidrosis, insomnia, pruritus, uterine spasm and fallopian tube spasm outcome was unknown and the dyspareunia, alopecia, breast tenderness, swelling, abdominal distension, emotional disorder and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anger, arthralgia, back pain, breast tenderness, constipation, dermatitis, dysmenorrhoea, dyspareunia, eczema, emotional disorder, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, flatulence, hyperhidrosis, hypersensitivity, hypoaesthesia, insomnia, menorrhagia, neck pain, ovulation pain, pain, pain in extremity, pelvic pain, pruritus, reaction to food additive, somnolence, swelling, tooth disorder, uterine spasm, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: blocked successfully. Pregnancy test - on (B)(6) 2015: negative. Ultrasound scan - on (B)(6) 2015: retroverted, measuring 6.8 x 2.8 x 5.7 cm. Volume is 57 ml. Endometrium: 5 mm. Right ovary: normal in size and echogenicity. The right ovary measures 3.4 x 1.8 x 2 cm. Ovarian volume is 6.4 ml. Left ovary: normal in size and echogenicity. The left ovary measures 2.4 x 1.1 x 2 cm. Ovarian volume is 2.9 ml. Free fluid: no significant free fluid. Limited transabdominal evaluation of the kidneys is normal. Anterior hyperechoic structures are seen in the bilateral adnexal regions, consistent with essure inserts. These are in expected positions. Impression: essure inserts are in expected positions.; on (B)(6) 2015: essure inserts are in expected positions. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:hypersensitivity ¿ concerning the injuries reported in this case, the following ones were reported via social media: sleepy. Numb. Lot number:789028, manufacture date:2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Amendment: the report was amended for the following reason: this case was retain case. All the information form deletion case (B)(4) was transferred into case no (B)(4). Added reporter, added event severe pelvic pain with ovulation, constipation, gas, severe menstrual symptoms including heavy flow, large clots, sweating, having difficulty sleeping at night, severe hives all over my body that sometimes ooze clear fluid and itch like crazy, spasms in my uterus/tubes. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.